Event description:
It was reported that during implant procedure, high lead impedance was noted. The lead was too short to reach other positions, therefore a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.